Event description:
(B)(4). Well since I got the essure back in 2010 I have been having cramps, bleeding more than normal, that I didn't have at first. Now I have real bad allergies that I have to take medicine for and I have to give myself breathing treatments with albuterol due to allergies. Every now and than I will break out with patches of like red and itchy spots on my body. I have anxiety attacks now and have to take xanax. I have been telling my doctor from day one that I felt like something was wrong and all he told me was this was normal and my only option was to get a hysterectomy. I never had any of these issues until I got the essure. I have been healthy all my life and I feel that this is so wrong that I have to go through constant pain and all they offer is pain pills or a hysterectomy.